Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There are no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues occurring. There were no defects found on investigation.

Event description:
It was reported that the patient experienced a blood glucose of 49 mg/dl with shakiness. The patient reportedly treated her bg with oral carbohydrates and the patient's bg at the end of the call was 162 mg/dl. A family member and the patient were calling about an unrelated issue when the patient reported feeling low. The patient reported that earlier in the morning, the battery was changed with assistance of another family member and she thought that the pump may have been primed while she was attached. The patient stated that she was aware to disconnect when priming but she was half asleep at the time. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.